Event description:
Patient presented to the physician with wound dehiscence and discharge at the chest incision. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with an infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.